Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 15.0-15.4cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that the lead was extracted and replaced due to noise and lead fracture. Patient was stable before, during and after the procedure.